Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of less than 200 ohms. The patient would continue on an increased follow up schedule. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which indicated the lead also exhibited low amplitude measurements. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was severed 80 millimeters (mm) from the terminal pin. Two lead segments were returned for a total length of 500 mm. Additionally, the helix was extended with bodily tissue entwined in the helix mechanism; and the clear medical adhesive (ma) was torn/separated from the expanded polytetrafluoroethylene (eptfe) insulation at the proximal end of the proximal spring electrode, and the proximal spring was extremely stretched at that point. The distal end of the proximal spring electrode was separated from the lead body insulation, and was pushed up over the lead body insulation. Both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.